Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2009. It was reported that the pt lost stimulation. The pt's programmer displayed a connect wand error, and it was reported that he was unable to use the programmer. A replacement programmer was sent to the pt; however, it is currently undetermined whether the replacement device resolved the issue. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.